Manufacturer narrative:
Concomitant medical products: 507652 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced pocket stimulation after a device change out. It was also noted that the device was implanted sub-muscular which would likely have been the cause of the new pocket stimulation. Reprogramming was performed which significantly decreased the stimulation. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.